Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. The case was completed by opening a new device of the same product code. There was no patient consequence.